Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher. The pusher was kinked approximately 2.5 cm from the proximal end of the pusher. The pusher assembly had bends along the length of the device. The embolization coil was intact with its pusher assembly. The introducer sheath, pusher assembly, and embolization coil had coagulated blood on them. The embolization coil had offset coil windings. Conclusions: evaluation of the returned smart coil revealed that the embolization coil had offset coil winds. Blood was present throughout the device. If blood became coagulated on the embolization coil, this may have contributed to the experienced resistance and inability to advance the smart coil. If the device is forcefully advanced while experiencing resistance, damage such as offset coil winds may occur. Further evaluation revealed bends and kinks along the length of the device. Based on the return condition, the bends are likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance and was unable to advance a smart coil past the distal end of the introducer sheath and, therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.